Manufacturer narrative:
The device is available for eval but has not yet been received. Additional info will be submitted once the device is received and the failure analysis is completed.

Event description:
The micro reciprocating saw was sent in for eval due to overheating during testing. The event occurred during a routine maintenance visit; no adverse event was associated with the device.